Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 12.0 diopter intraocular lens (iol) was implanted into the right eye (od) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2018, due to halos and glare. There was no incision enlargement, vitrectomy, or sutures. The lens was replaced with a zcb00. Reportedly, there was no patient injury and the patient is doing better post-operatively. No additional information was provided.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing records were reviewed and the device was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.